Event description:
Emergency medical technicians (emts) were transporting a patient on a stretcher from a building to the ambulance. The emts were proceeding down the sidewalk (which, for the most part, was clear of snow and ice) to the wheelchair accessible curb cut onto the driveway. The driveway was covered with patches of snow and ice. The emts proceed towards the ambulance turning slightly towards the right of the driveway when the stretcher wheels caught on uneven pavement. (Along the length of the driveway, there are a couple rows of brick and then a concrete curb which is 1/2 to 3/4 inches above the brick and then a brick driveway.) There were two emts--one was at the foot of the stretcher and one was at the head of the stretcher. Both emts felt the stretcher tip towards the patient's right side and attempted to correct the tipping of the stretcher but were unsuccessful. The patient was belted to the stretcher when the stretcher tipped over. The stretcher was lifted up and placed in position and the patient was evaluated and then cradle lifted back onto the stretcher. Patient stated only injury was pain to right elbow. Patient refused treatment or evaluation in an emergency department.